Manufacturer narrative:
This device used for diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received and is entering the complaint system. A device history records review has been requested.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: surgeon performed a lateral surgery on l5-l3 with, (intra-operative neuro-monitor machine), c2 nerve monitor and the oracle cage system. The c2 nerve monitor was tested before surgery with demopatient. Signals and were normal. During the surgery the stimulation field turned yellow (stimulation was working) but it was not possible to receive a muscle reaction. In addition, an error message showed up. The surgery was then performed without neuro-monitoring. It was reported product occurrence was not relevant to the health of patient. This is 1 of 1 report for (B)(4).